Event description:
It was reported the lead was cut and damaged accidentally by the physician during a previous procedure. The physician replaced the lead at a later date. It was reported the pt was well postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.